Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information provided by a nurse in the USA of poor technique and peritonitis with (B)(6) in a patient coincident with dianeal pd2 ambuflex therapy for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced peritonitis and was hospitalized on the same day for that event. On an unreported date, the patient followed poor technique which caused peritonitis on (B)(6) 2011. The patient was treated with gentamicin intravenously (IV) (dose, frequency was unknown). On (B)(6) 2011, the patient's pd catheter was pulled. On an unreported date, the patient was switched to hemodialysis permanently. Cause of peritonitis was unknown, however, the nurse thought it could have been poor technique considering how many organisms grew on the culture. Per the nurse, the events were not related to dianeal therapy.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot numbers: h11h13011 and h11g16016 with no defects noted during the manufacture of these lots related to the reported condition. The cause of the use error which caused the peritonitis was undetermined. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.